Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low out-of-range (oor) shocking lead impedance of 0 ohms for one measurement along with several nonsustained episodes. The field representative was not able to view these episodes so did not know if the episodes were noise or real nonsustained ventricular tachycardia (vt). The patient came in for regular scheduled fluoro which looked good. Also, the patient has had numerous nonsustained episodes since four months ago. Boston scientific technical services (ts) advised testing the integrity of the system through commanded synchronized shocks. Additional information was obtained indicating that the cause of low oor sli was unknown with no adverse patient effects reported. The physician will schedule the patient for commanded shock testing in the future. The ICD remains in-service. No adverse patient effects were reported.